Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient had lumbar and thoracic x-rays on (B)(6) 2017. They stated that the leads appear to be in place, and the patient was advised to have their battery interrogated by a manufacturing representative. The x-rays found that there is approximately 64 degree of left convex rotational scoliosis from t4 to l4. Multilevel degenerative disc disease is present of the mid and lower thoracic spine, especially at t12-l1, l1-2, and l2-3 with some vertebral endplate sclerosis. No compression fractures were identified. It was also noted that there is approximately 60 degree of thoracolumbar scoliosis measured from t8-t2. Degenerative changes were noted. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported that their device has not worked in quite a while, and they are still having horrible pain in their spine, which is what they were implanted for. The patient stated they have not been the best patient, and "just let it go." They added that they have not charged the implant in "a while", they do not know a date, month, or year in which they last recharged. The patient mentioned they have been working with a pain specialist, who has been giving them bilateral shots in their spine for their pain. They stated that at their last appointment with their pain specialist, an x-ray was taken which showed that their leads were not connected to "the device." The patient noted that they have fallen a lot due to their neuropathy, and they have difficulty keeping upright. The patient confirmed these issues are not related to their device or therapy, but they think the falls may have affected their implanted system. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.